Event description:
As reported by the user facility: incident description: patient was running moderate dose of norepinephrine (0.14 mcg/kg/min). Air in line alarm. Since pt had two norepinephrine lines per recent policy able to increase dose of second line. Line clamped removed from pump air flicked through line returned to pump. Two small bubbles present plus 'champagne' bubbles. Medication bag had been warmed for several hours and was room temperature.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.